Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The trocar balloon appeared intact. The insufflation valve was cracked. The trocar balloon was unable to be properly inflated due to the cracked insufflation valve. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due to a crack in the insufflation valve. A review of the device history record indicates this device potential lot numbers were released meeting all quality release specifications at the time of manufacture. Replication of the cracked insufflation valve may occur from rough handling of the instrument during use or rough insertion of the syringe into the insufflation valve. Damage to the insufflation valve may result in issues with inflation and deflation of the balloon. The file will be closed as handling rough. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the trocar would not inflate.

Manufacturer narrative:
(B)(4).